Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11d. Retainer ring=clear. On 08/30/2021 customer called in with the following concern: crack on display. P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that multiple pump error 53 alarms were found on 09/01/2021 at 08:01:55 hour. During download review, pump error 53 alarm confirm in (adapt) and history download. File ID=2005 line ID=5632. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that pump error 53 was trigger when pump attempts to re-initialized/establish communication due to unstable power to rf chip, software error. Esf#2610666. During download review multiple pump error 4, line number = 2727 file number = 32122 were also recorded on 09/01/2021 at 08:03:11 hour. Error 4 is the secondary error and is the consequence of the error 53. Force sensor zero offset within spec (23.3mv). Unit received with cracked keypad at select button, faded serial number label and scratched case. No cracks on lcd window noted during visual inspection. In conclusion unit came in with critical pump error alarm trigged by pump error 53. Pump error 53 was cause by software error, unstable power to the rf chip.